Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were using their last available arctic sun device. Tried 2 other devices and devices would only primed and stopped. Swapped out pads before calling and still having the same issue. Four pads connected. Patient temperature (pt) was 39.1c, targeted temperature (tt) was 37c. Walked through stop therapy, disconnect and drain pads. Placed device in manual control at 10c with no pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 9.9c, outlet control temperature (t2) was 10.2c, inlet temperature (t3) was 10.2c, chiller temperature (t4) was 4.8c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 63 percentage, mixing pump command (mpc) was 18 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 6517.7 and pump hours were 5880.3. Added back pads while in manual control and water flow rate (wfr) was stabilized at 2.3 l/m. Disabled manual control and restarted therapy. Water flow rate (wfr) was stabilized at 2.8 l/m. Encouraged to call back with any other concerns.

Event description:
It was reported that the nurse stated that they were using their last available arctic sun device. Tried 2 other devices and devices would only primed and stopped. Swapped out pads before calling and still having the same issue. 4 pads connected. Patient temperature (pt) was 39.1c, targeted temperature (tt) was 37c. Walked through stop therapy, disconnect and drain pads. Placed device in manual control at 10c with no pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 9.9c, outlet control temperature (t2) was 10.2c, inlet temperature (t3) was 10.2c, chiller temperature (t4) was 4.8c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 63 percentage, mixing pump command (mpc) was 18 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 6517.7 and pump hours were 5880.3. Added back pads while in manual control and water flow rate (wfr) was stabilized at 2.3 l/m. Disabled manual control and restarted therapy. Water flow rate (wfr) was stabilized at 2.8 l/m.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. 4 pads connected. Patient temperature (pt) was 39.1c, targeted temperature (tt) was 37c. Walked through stop therapy, disconnect and drain pads. Placed device in manual control at 10c with no pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 9.9c, outlet control temperature (t2) was 10.2c, inlet temperature (t3) was 10.2c, chiller temperature (t4) was 4.8c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 63 percentage, mixing pump command (mpc) was 18 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 6517.7 and pump hours were 5880.3. Added back pads while in manual control and water flow rate (wfr) was stabilized at 2.3 l/m. Disabled manual control and restarted therapy. Water flow rate (wfr) was stabilized at 2.8 l/m. Encouraged to call back with any other concerns. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.